Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl)¿. Continued e1 phone number: (B)(6). Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not received for analysis in the device analysis laboratory yet. However, the reported event is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported ¿diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl)¿ against an unknown side. Histopathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl)¿ against an unknown side. Histopathological markers confirming alcl have not been received. Device has been explanted. Healthcare professional later reported capsular contracture baker grade iii, 'microcalcifications', and 'periprosthetic effusion' (not device related).

Event description:
Health professional further reported that the patient presented with edema of the left breast and was suspected for a hematoma following an accidental fall. Imaging revealed a "large proportion of periprosthetic effusion" was determined as the expected retro prosthetic hematoma, without any malignant aspects has been determined to be not device related. The previously reported event of 'microcalcifications' relates to contralateral side and will be unreported. This report relates to the left side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a5 a6 b5 b6 b7 d6b h6.